Manufacturer narrative:
The customer¿s report of a disconnection was not confirmed. Visual inspection noted no anomalies anywhere on the set. Pressure testing and functional testing via gravity and pump infusions were performed; no leaks or disconnections were noted during. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tubing disconnected from a patient while an antibiotic was infusing through an IV pump within 15 minutes of starting. There was no patient harm reported.